Event description:
It was reported that a cuff miss occurred during attempted suture placement using the proglide device in the right common femoral artery using the preclose technique prior to a mid right coronary artery interventional procedure. The arteriotomy was 7f and the vessel was slightly calcified and slightly tortuous. The vessel was re-wired and the suture of a second proglide device was placed. The index procedure was completed and hemostasis was achieved with the pre-placed proglide suture. There were no reported adverse patient sequelae. There was no reported clinically significant delay in the procedure. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Sheath: 7fr; guide wire: bmw; guide cath: 7fr; heparin. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.